Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was recommended for a pump replacement while continuing to use the current pump until the new one arrived. The customer was educated on how to proceed and instructed on pump storage and return processes.